Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the tibial trial fractured. No known adverse event was reported.

Manufacturer narrative:
Reported event was confirmed by review of the returned device. Visual examination of the returned device indicates that the device shows signs of repeated use (nicked or gouged) and is cracked. Dimensional examination indicates that the device conforms to the measurable print specifications. Device history record was reviewed and no discrepancies were found. The product had a possible field life of over 10 years and shows signs of wear, therefore root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.